Event description:
It was reported that the customer had blood glucose levels of 365mg/dl customer treated with manual injection, and blood glucose levels declined to 42mg/dl. Troubleshooting occured. Advised to change their infusion set and monitor their blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.